Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck, the poppet kit valve is not shifting, and the sieve beds is saturated the muffler is leaking, the warm clamp and zip ties tubing are leaking. No report of patient injury, no additional information provided.